Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The procedure concluded without endoleak. The preoperative aneurysm diameter measured 66 mm. On (B)(6) 2011, one year follow up computed tomography (CT) scan indicated no abnormality. The aneurysm size measured 65 mm. On (B)(6) 2012, two year follow up CT scan showed a type 2 endoleak. The aneurysm size measured 84 mm. On (B)(6) 2013, coil embolization was performed to repair the type 2 endoleak. On (B)(6) 2013, a gore tag thoracic endoprosthesis was implanted to repair the persisting type 2 endoleak. On (B)(6) 2013, follow up CT scan showed aneurysm enlargement with the diameter of 98 mm. No endoleak was identified. The physician opted to monitor the patient. On (B)(6) 2013, follow up CT scan showed the persistent type 2 endoleak, and the coil embolization was performed. It was reported that the origin of the type 2 endoleak was an intercostal artery. The endoleak persisted after the procedure, and the physician is planning to perform a ligation of the intercostal artery.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.